Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
The integra sales representative reported on behalf of the customer that on an unknown date, a 10-110 csf drainage system had a broken connection point. There was no information provided whether the device was in contact with a patient, if there was any patient injury or surgery delay. Additional information has been requested but no other clinical information has been provided.

Manufacturer narrative:
Given that complaint unit was not returned for evaluation, the reported condition could not be confirmed and no further analysis is possible. DHR review showed that internal controls are in place and all units (100%) complied with leak test performed. No manufacturing error was observed that could cause the reported event. No assignable causes that could be associated to the manufacturing and/or packaging process at integra, anasco were determined based on the DHR review. Failure analysis is not possible at this moment because there are no returned units for evaluation.